Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the instruments pitch cables were frayed. The conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a frayed cable was observed on the pk dissecting forceps instrument. No missing or fallen pieces were reported.